Event description:
Patient called to report that they had dropped their pump and now the audio does not work. Patient's blood glucose levels which had run in the 120-150 range are now in the 200-300 range. Patient was instructed to remove and reinsert the pump batteries and restart the pump. Patient did so, but there was no audible confirmation. In the pump setup menu, the bolus sound was turned on.